Event description:
A report of a burn while charging was rec'd. The pt said he rec'd redness at the implant site when he slept while charging. No treatment was provided, but the site continues to itch. Prod labeling instruct the pt not to charge while sleeping.